Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was reported that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 04/26/2016 with the following findings: a review of the black box data showed evidence of short battery life with a voltage drop resulting in a cs 128 battery alarm. The battery compartment and battery cap were undamaged; the cap was able to fit securely to maintain electrical connection. There was evidence of moisture ingress observed on the display screen inside the pump. During testing, a leak test found a display lens leak. The pump ez-prime steps were performed correctly. All pump currents were found to be above specifications. The pump¿s cover was removed and moisture corrosion was found to the cgm module. When the cgm flex was unplugged the from the printed circuit board (pcb) connector, all current draws returned to required specifications. (B)(4).